Event description:
The customer reported that the system was displaying a communication failure error message. This error message will likely result in a system failure to boot, lock-up or shut down. There is no report of pt injury associated in this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The gib battery was replaced, and the ps1 power supply voltage was adjusted. The system was then found to be operating as intended.